Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral exchange with mentor silicone gel implants on (B)(6) 2019. On 10/29/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/2019, device evaluation was completed. Device evaluation summary: the analysis results showed that the device there was a tear located in the union between the valve and the shell. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4) on 10/3/2019, mentor became aware of date of explant as (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent unspecified breast surgery with a 325cc mentor smooth round moderate plus profile and was presented with breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2019.